Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported an unexpected low and high glucose alarm sound within 30 minutes and as a result, the customer experienced a loss of consciousness. Customer reported being able to self-treat with food and no healthcare professional or third-party treatment was rendered. No further information was provided. There was no report of death or permanent impairment associated with this event.